Manufacturer narrative:
The agent reported the patient came in with a dislocated shoulder. Male 69. Complaint has been evaluated and is similar to report number 1644408-2022-01619; 509-02-444, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to dislocation.